Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd pn 31 g 6 mm 3b was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the "needles are not permeable."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on:(B)(6) 2020. H.6. Investigation summary one open and thirty five sealed 31g x 6mm pen needle samples were returned from lot. No. 9261684, cat. No.320523. A clog test was carried out on the one open sample and thirty five sealed samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported during use the bd pn 31g 6mm 3b was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated the "needles are not permeable."